Manufacturer narrative:
(B)(4). The device was not swapped.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review was performed. A review of the previous servicing device history record revealed no servicing issues that suggests a device failure or malfunction could have caused or contributed to the reported incidents. The alarm that was reported was not actually an alarm but rather the device displaying low fill mode off message. This was a result of the fill volume being programmed very low because the home patient just had hernia surgery. There were no drain volumes reported that meet the iipv (increased intra-peritoneal volume) criteria. The assignable cause for the reported incidents of hernia and peritonitis was undetermined. However, a review of the complaint information indicates the home patient had surgery to repair the hernia and resumed pd therapy too early causing a leak in the peritoneum which led to peritonitis. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
On (B)(4) 2010 product surveillance spoke with the home patient's peritoneal dialysis nurse (rn) regarding the report that the home patient (hp) had surgery. The nurse explained that the hp had surgery to repair a hernia (date not provided.) The hp was started back on the homechoice (hc) too early and developed a leak in his peritoneum which let to peritonitis. The hp is not currently using the hc to do therapy. The rn stated that the hc had been working appropriately and was not related to the hernia or peritonitis. On may 25, 2010 product surveillance spoke with the nurse regarding the patient's case of peritonitis. The nurse stated that an effluent culture was run on (B)(6) 2010 which ended up yielding no growth. The patient was treated with an unknown antibiotic intraperitoneal as well as via intravenous line. The nurse stated the patient is fully recovered and is continuing with peritoneal dialysis (pd) therapy. The nurse denies any of baxter's solutions or products as a cause of the hernia or the peritonitis.